Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 60 and blood glucose was 105 mg/dl. Customer also reports of receiving sensor now alert and lost sensor alert. Customer declined troubleshooting. Customer was advised that sensors would be replaced. No further information provided.